Event description:
The following was reported in a user facility medwatch report (B)(4): patient sustained a burn (2mmx2cm) to her left upper breast while the gold handled breast retractor was being used. The area at the end of the handle that attaches to the light tubing got extremely hot. The surgeon indicated that others are not like that. No additional information was made available.

Manufacturer narrative:
(B)(4). Carefusion medical device complaints were previously managed by cardinal health under a transitional service agreement from (B)(6) 2009 to (B)(6) 2011. In retrospective review by carefusion representatives, it was determined that this even necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. The device was not received for evaluation and additional information was not provided. A lot number was not provided; therefore a device history review could not be performed. Without the device or additional information, a determination could not be made.